Event description:
Boston scientific received information that this atrial lead displayed increased threshold measurements. In addition, noise was displayed. Reprogramming the sensitivity was recommended after. A review of the information by technical services could not determine if the noise was due to electromagnetic interference or was myopotential in nature. Reprogramming the sensitivity was recommended and a decision was made to further monitor this lead. Three months later, during a further follow up visit, similar increased threshold measurements were observed and some undersensing of atrial fibrillation. The device was reprogrammed to vvir and a follow up visit was scheduled. Two months later, during a further follow up visit, it was determined this lead was dislodged. As the patient was in atrial fibrillation, cardioversion was performed and the patient's rhythm returned to sinus. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead will be returned for analysis. Upon receipt, analysis will be performed and this event will be updated.